Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and a cartridge change alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, cartridge was changed, time was corrected, and insulin delivery was successfully resumed. Customer¿s blood glucose level was 200s mg/dl.